Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, the three proglide devices had unspecified malfunctions occur during deployment. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. The physician stated he felt there was nothing wrong with the device and declined to provide further details. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other 2 proglide devices are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis found a needle-to-cuff miss occurred as indicated by a deformed anterior cuff and prolapsed and damaged anterior cuff tabs. These observations would indicate successful attachments of the needle to the cuff and that during needle plunger retraction the anterior needle tip had detached from the anterior cuff resulting in the reported device failure experience. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.